Event description:
It was reported that the customer passed away at home. The cause of death was pulmonary embolism. The caller stated that the customer had complications due to walking pneumonia and asthma. The caller stated that the customer's passing is not diabetes related. The customer's blood glucose, at the time of death, is unknown. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not, but believe that the customer might have disconnected the device the night prior to death or the morning of. The caller stated that the customer used the insulin pump and manual injections, interchangeably; sometimes, weeks with the insulin pump, and a week with the manual injections. The caller agreed to return the insulin pump for analysis, after the device is retrieved from the customer's house.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display and reservoir windows. The data analysis showed that the daily total insulin was 25.325 units on (B)(6) 2015, 8.725 units on (B)(6) 2015, and 0 units from (B)(6) 2015 through (B)(6) 2015. An empty reservoir alarm occurred at 9:36 on (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information was received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.